Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 24. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.